Event description:
Philips received a complaint from the customer, reporting that the v60 had an accept button that was not functioning as intended. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a keypad failure. Investigation ongoing.

Manufacturer narrative:
H11: based on information provided by the customer, there was no issue with the accept button. Therefore, the issue does not meet the definition of a complaint and thus no longer reportable. If new information is received and suggest the record is complaint, the record will be reopened, and an investigation will be performed.